Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the gel was degraded and there were air bubbles in tubes with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: degraded gel, exfoliated gel, incorrect results outside the reference values.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel airbubbles was observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use the gel was degraded and there were air bubbles in tubes with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: degraded gel, exfoliated gel, incorrect results outside the reference values.